Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient received inappropriate therapy due to post-paced t-wave oversensing. The device detected t-waves followed by r-wave variation. Programming changes and dft testing were recommended. No further information available.